Manufacturer narrative:
Refer to MFR#: 2015691-2026-16459 for additional details from the procedure. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 10 years, six (6) months due to unknown reason. Tavr was performed with a 26mm 9755rsl transcatheter valve. Patient is alive and stable.